Event description:
A male pt underwent aaa repair on (B)(6) 2010. The physician followed the step-by-step correctly, released the trigger-wire, loosened the pin-vise, but the inner cannula of the top cap would not advance- only after much force and 40 minutes of trying did it advance. The delivery system was trashed, so f/u is not possible. Stent-graft eventually opened correctly and did not need to be retrieved.

Manufacturer narrative:
Expiration: unk as lot is unk. Top cap removal difficulties are not specifically addressed in the IFU. Manufacture date: unk as lot is unk. Event eval: still under investigation.